Event description:
It was reported that the right ventricular (rv) lead dislodged and experienced a loss of capture. The lead was programmed off and a lead revision was performed at a later date. The lead remains in use. No patient complications have been reported as a result of this event.